Event description:
It was later reported that the onset of the patient's infection was (B)(6) 2011. The patient was administered perioperative antibiotics. The patient did not have meningitis. The signs and symptoms of infection that the patient had were redness, swelling and drainage. The primary location of the infection was the device pocket. A culture was obtained from the drainage; the results were not provided. The patient was treated for infection with oral antibiotics. The patient did not experience drug withdrawal.

Event description:
An infection over the pump location was reported. No further info was provided. Pt was currently on oral antibiotics. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot# n114357005, implanted 2007-(B)(6), explanted: 2011-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was removed due to the infection and normal end of service/end of life (eos/eol. The pump was then re-implanted after the infection had cleared up on (B)(6)-2011. Additional information had been requested, but was not available as of the date of this report.